Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. Debugging software was installed and the voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a communication failure error message. No patient injury was reported.